Event description:
The customer reported that the system drove to maximum technique and the live image failed to properly appear. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.